Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. A central positioned access was achieved utilizing ultrasound guidance. Arteriotomy was 6mm with mild calcification. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The first 18f manta device and sheath were removed from the guidewire and a second 18f manta device and sheath were opened and deployed. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The second 18f manta device successfully deployed to the measured depth, achieving closure, and hemostasis was immediate. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation

Event description:
It was reported that: the bypass tube could not be inserted into the device sheath hemostatic valve. Additional information on (B)(6) 2022: during a tavr procedure, single access was obtained under ultrasound guidance in the mid cfa. Vessel size measured 6mm with mild calcification. Prior to device deployment the systolic bp was 103mmhg, act was 277. Heparin and protamine were administered intravenously, during the procedure. The physician stated that they could not advance the bypass tube through the device sheath's hemostatic valve, classifying the resistance as "moderate to severe". Using a second device sheath, the closure device was then deployed at the measured deployment depth. Time to hemostasis was immediate after the second device was deployed. Patient was reported as fine post procedure.